Manufacturer narrative:
Investigation summary: no sample was received. Four photos were provided. It looks that were taken with a 100x magnification. 2 of the photos show a needle with a hook, one photo shows a needle with a point not fully complete (flat). Another showing the inner bottom part of the needle hub. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the reported issue could not be confirmed; however, the needle defects shown on the photos can be confirmed. The needle hooks can be induced while handling the product, as well as damaging the point; it is not clear the conditions when the samples were inspected. Rationale: CAPA not required at this time.

Event description:
It was reported that bd precisionglide¿ needle was blocked on 5 occasions before use. The following information was provided by the initial reporter: on 2020.04.17, the customer company inspected the needles, and it was found that 2 injection needles were blocked in less than 1500 samples. One of the needle hole was invisible from the needle hub. The blocking position of this batch of samples was same as the blocking position as another batch, which was located at the connection between the needle and the needle hub; at the same time, 30 samples were randomly selected for microscopic observation, and it was found that three needle's tip of these samples were defective, and the defect types include three types: some needles' tip were incurved , some of them were bent outward (barb), some of needles had tip missing; since the batch of needles had been put into usage, 5 cases of needle tip's defective feedback were from two hospitals; according to market feedback, this batch had a high percentage of needle tip defects.